Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose /protruded drive support. The insulin pump passed displacement test. The insulin pump was unable to perform basic occlusion test, occlusion test, prime test due to prime alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call that the insulin pump had a compromised force sensor system alarm. Caller also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was not provided. During troubleshooting, the caller confirmed that the drive support cap was flush. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.